Manufacturer narrative:
As reported, a moveable foreign object was found in a 5f multipurpose (mp) a1 (I) 125cm tempo diagnostic catheter during flushing with normal saline prior to an intracranial thrombectomy procedure. Another tempo device was used to complete the procedure. There was no reported patient injury. The procedure involved treatment for an acute cerebral infarction. The product was stored, handled, and prepared according to the instructions for use (IFU), and no damage was noted before opening the package. There were no difficulties removing the device from sterile packaging or preparing it, and no component damage was identified prior to use. A product history review (phr) was performed by the failure analysis lab for lot 18474379 and no evidence of manufacturing related issues impacting released product was identified. The reported ¿catheter (body/shaft) ¿ foreign material¿ could not be substantiated because the device was not returned and images were not provided. The exact cause of the reported event cannot be determined and the introduction of the foreign material after opening the packaging cannot be excluded. No labeling-related condition could be identified from the information provided; however, because the device was not returned and images were not provided, a definitive assessment of labeling contribution cannot be made. Based on the available information and phr, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a moveable foreign object was found in a 5f multipurpose (mp) a1 (I) 125cm tempo diagnostic catheter during flushing with normal saline prior to an intracranial thrombectomy procedure. Another tempo device was used to complete the procedure. There was no reported patient injury. The procedure involved treatment for an acute cerebral infarction. The product was stored, handled, and prepared according to the instructions for use (IFU), and no damage was noted before opening the package. There were no difficulties removing the device from sterile packaging or preparing it, and no component damage was identified prior to use. The device will not be returned for evaluation. The event was reported to the china regulatory authority as a serious injury adverse event by the hospital.